Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Patient medications include nicardipine and oxycodone.

Manufacturer narrative:
The conformable gore® tag® thoracic endoprosthesis catheter was returned for analysis. During the evaluation the transition from the guidewire lumen shaft to the leading olive, the leading olive itself, and the leading leash line were inspected. The device evaluation found each of these items appeared to be normal, with no edges, lips, or unusual loops that would catch on the deployed stent graft. The findings from the evaluation could neither confirm nor disprove the reported observations. The root cause for the migration of the device was the leading olive or leading leash line catching on the device during retraction. The root cause(s) for the leading olive or leading leash line catching on the device during retraction could not be determined with the currently available information. The root cause of the leading olive catching on the device during retraction could not be determined with the currently available information.

Event description:
On (B)(6) 2014, the patient underwent treatment of a thoracic aortic aneurysm with a conformable gore tag thoracic endoprosthesis. The device was deployed with no issue into a reportedly angulated neck. It was reported that as the delivery catheter was being removed the leading olive became caught on the proximal end of the deployed device and pulled the graft distally ~2-3 cm. An additional device was implanted to provide proximal extension. Intra-operative angiography showed unintentional coverage of the celiac and superior mesenteric artery by the device. The patient was converted to open surgical repair whereby an ilio-superior mesenteric arterial bypass was performed. Final angiography showed exclusion of the aneurysm and the patient tolerated the procedure.